Manufacturer narrative:
The reported complaint of the autopulse platform (sn:(B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering up was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2007, and it is over 13 years old, well beyond its expected service life of 5 years. During visual inspection, multiple cracks were observed at the screw well area of the front and bottom enclosures, unrelated to the reported complaint. The root cause for the observed physical damages could be due to normal wear and tear and/or due to mishandling. The front and bottom enclosures should be replaced to address the issues. A review of the archive was performed, and it showed a user advisory (ua) 136 (internal parameter corrupted) error message; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. In addition, during power-on self-test, it was noted that parameters in backup memory (non-volatile ram) have been corrupted. The root cause was the defective processor board, which should be replaced to remedy the faults. During further functional testing, it was noted that the encoder drive shaft could not rotate smoothly, exhibiting binding and resistance. The probable root cause for this issue is most likely due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The sticky clutch plate should be deburred to address the issue. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn# (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.